Event description:
The ICD and lead were explanted when unstable capture thresholds, pacing impedance and hv impedance were observed. Also, the electrogram showed events on the atrial electrograms even though the atrial port was plugged. Fluid was observed inside of the outer insulation of the lead.